Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device change procedure, this patient experienced asystole after the new device was implanted. The patient required external pacing as a result of this prolonged asystole. The physician disconnected the system and tested this right ventricular (rv) lead using a pacing system analyzed (psa), which showed normal capture. However, the patient experienced asystole again when the system was reconnected, requiring external pacing. The physician elected to exchange the device and surgically capped this rv lead. A new device and rv lead were implanted to resolve the event. The patient was stable with no additional adverse effects and this lead remains implanted, but capped and out-of-service.